Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed evidence of being "wet" near the connection point; however, the crack cannot be identified. The reported leak was verified. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume extension set had a crack resulting in a leak near the connection point to a non-baxter connector. This was observed during device use, when hanging a flush for medication (piperacillin/tazobactam). It was further described as "crack at top of syringe line where we attach a cap". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.